Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. The customer's blood glucose level was recorded at 150 mg/dl, which is within the normal range. The distributor arranged for the return of the malfunctioning pump and a replacement pump was provided.